Event description:
It was reported that the right ventricle lead exhibited over-sensing. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the right ventricle lead was capped and replaced on 25 january 2023. No patient consequences.

Event description:
New information noted there was a repeat event of oversensing on the right ventricular lead. No changes or interventions were reported; the physician elected to monitor the lead. There were no patient consequences.